Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had concerns with the efficacy of the pump. The customer did not report a specific device malfunction on the day of the report. There was no current report of an impact to blood glucose. Tandem clinical diabetes specialist had notified the customer clinical diabetes educator and requested that they customer review the appropriate insulin dosage requirements as no device issue was observed when tandem technical support performed a pump system check with the customer.